Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "at the connector a connection piece was broken." Alleged defect reported as detected prior to a patient use. No report of patient harm. No report of necessary medical intervention.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. It was reported that the defect occurred prior to use; however, it was observed that there were some yellowish stains on the device indicating that it was used. Dimensional measurements were taken on the returned 22m/l5f swivel and cobb connector (inner and outer diameter). The results were found to be within specification. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint of swivel connector detached was confirmed. A non-conformance was opened to further address this issue.

Event description:
Customer complaint alleges "at the connector a connection piece was broken." Alleged defect reported as detected prior to a patient use. No report of patient harm. No report of necessary medical intervention.